Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue and balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified and mildly tortuous left anterior descending artery. The 3.25 x 15 mm nc trek balloon catheter was prepped per the instructions for use with no issues noted. After advancement of the balloon catheter to the lesion, without resistance felt, the balloon was inflated to 6-8 atmospheres; however, would not fully inflate as the inflation device would not hold pressure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.